Event description:
Information from the (B)(4) study indicated that the patient was treated in the emergency room for abdominal pain, gastroenteritis, and dehydration eleven months post index procedure and expired approximately two weeks later due to an unknown cause. The patient was found dead in his home. At the time of the index procedure, a 3.0 x 18 and a 2.5 x 28mm cypher rx stent was implanted in an unknown coronary artery. No additional information could be provided.

Manufacturer narrative:
Information from (B)(4) study indicated that the patient was treated in the emergency room for abdominal pain, gastroenteritis, and dehydration eleven months post index procedure and expired approximately two weeks later due to an unknown cause. This was a (B)(6) female with medical history including chronic obstructive pulmonary disease, depression, headaches, hypertension, hypercholesterolemia, urinary tract infection pneumonia, abnormal stress test, mitral regurgitation, lung nodules, back pain, tia, chronic pancreatitis, degenerative joint disease, small bowel obstructions, (B)(6), current smoker. The patient was found dead in his home. At the time of the index procedure, a 3.0 x 18 and a 2.5 x 28mm cypher rx stent was implanted in an unknown coronary artery. Additional information was received. During the index procedure, a 2.5 x 28mm stent was implanted in the mid circumflex and a 3.0 x 18mm cypher was implanted in the proximal circumflex. There were no procedural complications and no known cardiac events since the procedure. The cause of death could not be found by the investigational site. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Death is a known potential adverse event associated with the cardiac stent implantation procedure and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. This is two of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00505 and 3003742446-2011-00506.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is two of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00505 and 3003742446-2011-00506.